Manufacturer narrative:
Section h9 FDA 806 notification number: 2024500-05-13-2025-001-r section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the ht70 ventilator generated a background check alert "assert error" message and the unit's alarm sounded for a moment, then the device silenced on its own when the power was switched off. The service personnel (sp) inspected the ventilator, replaced the ht70 control board since the shutdown buzzer alarm test failure was observed. Additionally, sp replaced the light emitting diode (led) display and direct current (dc) inverter due to damage and performed yearly preventive maintenance (pm). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One ht70 control board was returned to medtronic for analysis. The returned ht70 control board was attached to failure investigation test ventilator for analysis and the alarm did not self activate. Later, the unit was power cycled off, the alarm beep was observed to be short due to capacitor c159 and confirming the control board to be faulty. Failure of c159 could result in the shutdown alarm failing to annunciate. The cause of the event was determined to be faulty capacitor c159 on the control board. The ventilator is in the scope of a field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ht70 ventilator generated a background check alert "assert error" message and the unit's alarm sounded for a moment, then the device silenced on its own when the power was switched off. The ventilator was not in use on a patient at the time of the reported event.